Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing due to noise. Programming changes were performed and the patient will continue to be monitored. The patient was in stable condition.